Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, the event occurred at the third firing. From the middle of clipping, clip was not loaded smoothly even the handle was squeezed. A new product was taken out and used without issue. No patient injury.